Event description:
Additional information received reported the patient had a non-functional morphine pump implanted in him due to not having it refilled since 2008. The last refill had been in 2008 and the health care provider (hcp) reportedly wouldn¿t refill it any longer due to a workman compensation issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of seizures, cerebral disorders, and was blacking out. The patient had a seizure and was brought to the hospital unconscious on (B)(6) 2014. The patient was intubated, obtunded, and was in the intensive care unit (ICU) and was beginning to respond sometime on the day of report. The pump was read on the day of report with a confirmed memory error, low reservoir, and low battery with (B)(6) 2009 being the last time the pump had been read. There were no audible alarms according to the reporter. The low reservoir alarm was set to 2 mls and the reservoir volume was at 5.5 mls. The patient's pump was intended to infuse morphine. Additional information was requested, but was not available at the time of report.

Event description:
Additional information received had reported that the patient didn¿t have a health care provider (hcp). The pump hadn¿t been interrogated since 2009 and had not been in use for a long time. It was reported the patient had a history of seizure disorder going back to childhood. This was not device related. The reporter didn¿t have a printout and couldn¿t provide any information regarding dates for the pump¿s end of service, etc. The patient was being treated for the seizures and no one was reportedly really worried about the pump because it hadn¿t been used for a long time and had nothing to do with what he was there for. The reporter had no idea if the patient would have the device removed. No further information was provided.

Manufacturer narrative:
Hospitalization is also applicable to this event. The previously reported event date is being updated based on the additional information received to 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).